Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was also reported that the patient was scheduled to be revised due to pain. It was noted that the patient had cancelled the operation and was discharged due to failure to comply. No additional patient consequences were reported.

Manufacturer narrative:
An additional item and medwatch were added for this event: medwatch# 0001825034-2017-10446. Medical devices: vanguard tibial bearing cat#: 185110 lot#624650. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet ssk 360 femoral, cat#: 185267, lot#: 3458058, biomet 360 tibial tray, cat#: 185205 lot#: 543990, biomet 360 tibial cruciate wing, cat#: 185651 lot#: 727980, biomet 360 offset adapter, cat#: 185210 lot#: 314950, biomet 360 tibial offset adapter, cat#: 185211 lot#: 970140, biomet splined knee v2 stem, cat#: 148295 lot#: 631690, vanguard distal femoral augment, cat#: 185387 lot#: 002200, vanguard distal femoral augment, cat#: 185407 lot#: 304400. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07374, 0001825034-2017-07375, 0001825034-2017-07386, 0001825034-2017-07387, 0001825034-2017-07388, 0001825034-2017-07389, 0001825034-2017-07390, 0001825034-2017-07391, 0001825034-2017-07392. Remains implanted.

Event description:
It was reported that the patient was scheduled to be revised for unknown reasons. It was noted that the patient had cancelled the operation and was discharged due to failure to comply. No additional patient consequences were reported.